Manufacturer narrative:
(B)(4). If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one 500ml eva bag tpn had thread-like fibers inside the bag. This was noticed before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed a white particle inside the bag. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was performed and did not reveal any issues related to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.